Event description:
It was reported that a patient experienced an underinfusion while receiving an infusion with a folfusor. The cause of the underinfusion was not reported. The rate or the volume of the underinfusion was not reported (no further details were provided). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The incident occurred on an unreported date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.